Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: follow-up number. H2: follow up type. H6: evaluation codes. H10: additional narrative/date.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's identifier unknown/ not provided. Patient's age unknown/ nor provided. Patient's weight unknown/ not provided. Device brand name unknown. Device product code unknown. Device catalog number and lot number unknown. Reporter's last name not provided. Device 510(k) number unknown. Product not returned to manufacturer.

Event description:
It was reported that the unknown abutment screw was fractured.